Event description:
A pasv PICC line was placed for therapeutic purposes on an unknown date. It was reported the pt got out of bed forgetting infusion running through PICC line and the line separated. The line was removed via femoral artery under x-ray where 55 centimeters of line migrated through heart into pulmonary. No further catheter was inserted.